Manufacturer narrative:
Supplemental submitted to include UDI. The device was not available.

Event description:
It was reported that the cot safety bar missed the safety hook when unloading from the ambulance. It was reported that the patient received a head injury.

Manufacturer narrative:
It was reported that the cot allegedly missed the safety hook when being unloaded from the ambulance, no component level defect or malfunction was reported. It was further alleged that the patient received a head injury as a result and that it was unknown whether the operator was injured; no injury has been reported for the operator. It was confirmed that further details would not be provided. The device was not available

Event description:
It was reported that the cot safety bar missed the safety hook when unloading from the ambulance. It was reported that the patient received a head injury.

Event description:
It was reported that the cot safety bar missed the safety hook when unloading from the ambulance. It was reported that the patient received a head injury.